Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain lower ("severe lower abdominal pain") and menorrhagia ("abnormal / heavy menstrual bleeding") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bleeding genital. Concurrent conditions included uterine fibroid and genital herpes. Concomitant products included alprazolam (xanax) since 2017, colecalciferol (vitamin d) since 2012, ibuprofen since 2014, iron since 2013, metronidazole and pregabalin (lyrica) since 2013. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced back pain ("back pain"), alopecia ("hair loss"), mood swings ("mood swings"), hair growth abnormal ("hair growth"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping") and weight increased ("weight gain"). On (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2012, the patient experienced gastrooesophageal reflux disease ("acid reflux"). In (B)(6) 2013, the patient experienced migraine ("migraines"). On (B)(6) 2013, the patient experienced skin discolouration ("discoloration on hand and neck"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced the first episode of anxiety ("anguish"). On (B)(6) 2014, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In (B)(6) 2014, the patient experienced the second episode of anxiety ("anxiety/"). On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse"). On (B)(6) 2016, the patient experienced vaginal infection ("vaginal infection/), infection (bladder/ urinary tract/vaginal) type: vaginal") with vaginal discharge. On (B)(6) 2016, the patient experienced procedural pain ("painful postoperative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuation"), depression ("depression"), headache ("headaches"), pain in extremity ("back of legs pain") and sciatica ("sciatica"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), salpingectomy (bilateral removal of fallopian tubes)), surgery (total hysterectomy (uterus and cervix removed), salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, vaginal infection, dyspareunia, back pain, weight fluctuation and procedural pain outcome was unknown, the alopecia, bladder disorder and sciatica had not resolved and the mood swings, hair growth abnormal, vaginal haemorrhage, female sexual dysfunction, depression, the last episode of anxiety, migraine, headache, nausea, dysmenorrhoea, fatigue, weight increased, gastrooesophageal reflux disease, urinary tract disorder, skin discolouration and pain in extremity had resolved. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, hair growth abnormal, headache, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, procedural pain, sciatica, skin discolouration, urinary tract disorder, vaginal haemorrhage, vaginal infection, weight fluctuation, weight increased, the first episode of anxiety and the second episode of anxiety to be related to essure. The reporter commented: following the implantation procedure, the plaintiff began experiencing symptoms. Symptoms have mostly resolved following such procedure (hysterectomy). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: uterus 8.3 x 5.9 x 5.0 cm , eec 5.7mm, 1.3cm. On (B)(6) 2015 -pelvic ultrasound showed-bilateral ovaries normal without cysts or masses. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 20-apr-2018: plaintiff fact sheet and mr was received - reporter and patient dempgraphic added. The following events were provided: mood swings, hair growth, vaginal bleeding, apareunia (inability to have sexual intercourse), depression, anxiety, migraines, headaches, nausea, dysmenorrhea, fatigue, weight gain, acid reflux, bladder problems, urinary tract disorder, skin discoloration, anguish, pain of lower extremities, sciatica. Event outcome of event ¿ sciatica updated to not recovered. Event outcome of event - mood swings, hair growth, vaginal bleeding, apareunia (inability to have sexual intercourse), depression, anxiety, migraines, headaches, nausea, dysmenorrhea, fatigue, weight gain, acid reflux, bladder problems, urinary tract disorder, skin discoloration, anguish, pain of lower extremities updated to recovered. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), abdominal pain lower ('severe lower abdominal pain') and menorrhagia ('abnormal / heavy menstrual bleeding/tired of wearing a pad or tampon almost 20 days a month') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding genital. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included uterine fibroid and genital herpes. Concomitant products included alprazolam (xanax) since 2017, ibuprofen since 2014, iron since 2013, metronidazole, pregabalin (lyrica) since 2013 and vitamin d nos (vitamin d) since 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced back pain ("back pain"), alopecia ("hair loss"), mood swings ("mood swings"), hair growth abnormal ("hair growth"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2012, the patient experienced gastrooesophageal reflux disease ("acid reflux"). In (B)(6) 2013, the patient experienced migraine ("migraines"). On (B)(6) 2013, the patient experienced skin discolouration ("discoloration on hand and neck / rashes or skin conditions type: discoloration on hands and neck"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced anguish ("anguish"). On (B)(6) 2014, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In (B)(6) 2014, the patient experienced anxiety ("anxiety"). On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse"). On (B)(6) 2016, the patient experienced vaginal infection ("vaginal infection/), infection (bladder/ urinary tract/vaginal) type: vaginal") with vaginal discharge. On (B)(6) 2016, the patient experienced procedural pain ("painful postoperative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuation"), depression ("depression"), headache ("headaches"), pain in extremity ("back of legs pain"), sciatica ("sciatica"), menstrual disorder ("I had to get the mirena last july to minimize the clotting") and menstruation irregular ("I had to get the mirena last july to minimize the random periods"). The patient was treated with levonorgestrel (mirena) and surgery (ablation and total hysterectomy (uterus and cervix removed), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, vaginal infection, dyspareunia, back pain, weight fluctuation, procedural pain, menstrual disorder and menstruation irregular outcome was unknown, the alopecia, bladder disorder and sciatica had not resolved and the mood swings, hair growth abnormal, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, fatigue, weight increased, gastrooesophageal reflux disease, urinary tract disorder, skin discolouration, pain in extremity and anguish had resolved. The reporter considered abdominal pain lower, alopecia, anguish, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, hair growth abnormal, headache, menorrhagia, menstrual disorder, menstruation irregular, migraine, mood swings, nausea, pain in extremity, pelvic pain, procedural pain, sciatica, skin discolouration, urinary tract disorder, vaginal haemorrhage, vaginal infection, weight fluctuation, weight increased and anxiety to be related to essure. The reporter commented: following the implantation procedure, the plaintiff began experiencing symptoms. Symptoms have mostly resolved following such procedure (hysterectomy). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: results: uterus 8.3 x 5.9 x 5.0 cm , eec 5.7mm, 1.3cm. Diagnostic results: on (B)(6) 2015 -pelvic ultrasound showed-bilateral ovaries normal without cysts or masses. On (B)(6) 2013- essure confirmation test showed total occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 26-nov-2019: social media content received : events added- menstrual disorder, menstruation irregular. Reporters information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("abnormal / heavy menstrual bleeding"), vaginal infection ("vaginal infection") with vaginal discharge, dyspareunia ("pain during intercourse"), back pain ("back pain"), weight fluctuation ("weight fluctuation") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy to effectuate removal of the essure device on (B)(6) 2016). On (B)(6) 2016, the patient experienced procedural pain ("painful postoperative recovery"). Essure was withdrawn. At the time of the report, the abdominal pain lower, menorrhagia, vaginal infection, dyspareunia, back pain, weight fluctuation, alopecia and procedural pain outcome was unknown. The reporter considered abdominal pain lower, menorrhagia, vaginal infection, dyspareunia, back pain, weight fluctuation, alopecia and procedural pain to be related to essure. The reporter commented: following the implantation procedure, the plaintiff began experiencing symptoms. Symptoms have mostly resolved following such procedure (hysterectomy). Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and began experiencing severe lower abdominal pain. She underwent hysterectomy to remove essure approximately 4 years after insertion. This event is anticipated in the reference safety information for essure. Lower abdominal pain in women may have multiple causes, including gynaecological and non-gynaecological etiologies. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported event, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and began experiencing severe lower abdominal pain. She underwent hysterectomy to remove essure approximately 4 years after insertion. This event is anticipated in the reference safety information for essure. Lower abdominal pain in women may have multiple causes, including gynaecological and non-gynaecological etiologies. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported event, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.